Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device, but it closed. The second clip was also unable to properly load. On the second attempt, one of the jaws came loose and popped off of the device. Therefore, no more clips could be fired. The device was disassembled in order to inspect the internal components. Upon disassembly, no damages were found to any of the internal components. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this other remarks: this product states, "mishandling of appliers may result in improper product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "jaw (tip) broken during surgery" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. Upon functional inspection, neither of the first two clips was able to properly load into the jaws of the device. On the second attempt, one of the jaws fell off of the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage , operational context caused or contributed to this event. No further action will be taken.

Event description:
The jaw of the ae5 broke during surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600175 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The jaw of the ae5 broke during surgery. There was no patient injury.